Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the orientation of the lens in the patient's left eye changed. Allegedly, the patient noticed a decrease in vision post-implant. The lens was removed and replaced with a different lens model. The patient's current prognosis is reported as stable.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is in two pieces. The optic has been cut or torn in half. One haptic is attached to one piece of the optic and is bent. The other haptic has been torn from the optic and is missing. The cause of the damage cannot be determined. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.